Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor is off by about 100 points and the issue has been going on for the past 3 weeks. Customer changes out the sensors frequently and opened up a new serter. Customer stated that they started calibrating more often. Customer's sensor glucose was 245 mg/dl and their blood glucose was 160 mg/dl. Customer mentioned that their blood glucose has been around 40 mg/dl a couple of times in the mornings, but their sensor will read about 130 mg/dl. Sensor glucose and blood glucose differences are not within an acceptable range. Customer was advised to try the sensors that will be shipped to them. Customer was advised that sensor is only approved in the abdomen area. Customer was using their upper thighs as an insertion site. Customer was advised to call back to troubleshoot the transmitter with the test plug. A replacement sensor will be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.